Event description:
The product complaint report shows that customer alleged the 7200 ventilator's loss-of-power alarm failed to activiate while in use. The unit was inspected and the reported malfunction could not be duplicated. The patient was not injured. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.